Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the dented forceps channel port, it was likely stress led to component failure. Regarding the detached adhesive, it was likely degradation led to component failure. Regarding the sticky universal cord, the probable cause could not be established. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the forceps channel port had a dent, the universal cord was sticky, and the adhesive on the bending section cover was detached. There was no patient involvement.